Manufacturer narrative:
The electrode belt evaluation is underway. As received, the belt failed incoming functional testing. The root cause of the failure was not positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into an unrelated issue, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.

Event description:
During servicing of an electrode belt which was returned for investigation into an unrelated issue, a reportable malfunction was found. Electrode belt sn (B)(6) failed incoming functional testing.

Manufacturer narrative:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming functional testing. The root cause of the failure was contamination on all therapy electrodes. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing. The electrode belt evaluation is underway. As received, the belt failed incoming functional testing. The root cause of the failure was not positively identified. No adverse event resulted from the damaged electrode belt.